Event description:
User received discrepant estradiol results for one pt sample. Initial result gave 600.3 pg per ml; repeated 3 times giving 605.7, greater than 4300 and 549.2 pg per ml. No results have been reported. Pt not adversely affected.

Manufacturer narrative:
The field service rep determined the cause to be possible faulty s/r probe tubing and replaced s/r probe tubing. Ran assay performance check tests and precision study to verify analyzer performance.